Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. Testing and investigation found the device did not pass the sdram test, which may have caused the customer's reported whitescreen error. This is due to the hardware module. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. On an unspecified date and time, the device was programmed to deliver an unspecified medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported the device alarmed and displayed "processor malfunction: clamp the immediately". At that time, using the emergency stop button, the delivery was stopped and the device was powered off. After an unspecified length of time, the customer contact reported the device was reprogrammed. No specific programing parameters were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.